Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. Once the results are available a supplemental report will be submitted with the findings.

Event description:
It was reported that the sv02 readings were incorrect during patient monitoring with the vigilance ii monitor. Six attempts were made to contact the facility for additional information and there has been no response. There was no patient harm or injury reported. There was no report of inappropriate patient treatment administered. There is no patient demographic information provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
One vigilance ii monitor was returned for product evaluation. The suspect unit was tested for proper function, per the 24 hour burn in test. The sv02 readings remained steady at 82 for the duration of the 24 hour testing. The final acceptance test unit (fatu) test was performed and the unit passed the test with no issues noted. There was no inaccurate readings that were noted. A visual inspection found some minor physical damage to the unit that did not affect its functionality. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported issue was not confirmed. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. No further actions will be taken at this time. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.